Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2016. The cause of death was hyperglycemia. At the time of death, the customer's blood glucose was over 600 mg/dl the customer was not wearing the insulin pump at the time of death, customer removed pump for a moment to take a bath. It was unknown if the customer was using sensors. The caller did not know if customer had kidney failure, heart disease, stroke or infections. The caller agreed in returning the insulin pump when found.